Event description:
It was reported that a multiday infusor leaked into the housing. The exact location of the leakage was unknown. This occurred during patient infusion of two non-baxter solutions. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from 01/29/2013 to 01/30/2013. A request for the return of the device has been made. A review of all batch record documents was performed with an issue noted during the manufacturing process. During functional testing of units of the lot, at least one unit was identified with a backflow condition. During rework, leak at the welded area of the volume indicator port was observed. Following the rework, no defects were observed during functional testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and functional leak testing identified a leak from the welded area of the volume indicator port located inside of the housing. The cause was determined to be an improper weld of the volume indicator to the port. A CAPA was initiated to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.